Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor on 7/1/2004. Sought medical attention for redness and swelling at the piercing site on nineteen days after event date. An oral antibiotic was prescribed. Returned for medical attention six days after and a different oral antibiotic was prescribed.